Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that the patient had high impedances on all connections today. The caller reported that they were able to get one connection c/1 at 633 ohms and the patient was feeling vaginal pressure. The patient was not able to increase past 0.2 or 0.3 ma on any of the other programs. The patient reported no falls, trauma, accident or any specific activities. No severe weight loss was reported as well. The patient stated therapy worked for about a month following implant at the end of (B)(6) 2025 then changed. The healthcare plan offered to do x-rays or replace the system. The patient told the healthcare provider that they wanted the system replaced as they knew the therapy worked for them and they did not want to be without therapy. At this time surgery had not been scheduled. The agent reviewed with the caller to send any or all the components back for analysis to determine if there was an issue with the lead or the battery. The issue was not resolved through troubleshooting. The agent emailed warranty information to the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-apr-06 additional information was received from a manufacturer representative. The rep indicated that the cause of the high impedances was unknown and the patient would be undergoing a replacement which was not yet scheduled.